Manufacturer narrative:
Additional information was received that the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Event description:
Philips received a complaint by the customer on the v60 indicating that the customer was unable to get volumes from the patient. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the customer was unable to get volumes from the patient. It was reported that there was no leak at the patient mask or circuit. The investigation is ongoing.

Manufacturer narrative:
It was reported that the customer was unable to get volumes from the patient. It was reported that there was no leak at the patient mask or circuit. A field service engineer (fse) went onsite and completed performance tests. The fse was unable to duplicate the reported issue after completing performance tests. The fse was unable to duplicate the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.